Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes & investigation conclusions), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) drive valve group was faulty. A getinge field service engineer (fse) evaluated that the positive and negative pressure values had a large deviation. After testing the valve group, it was found that the valve group had serious leakage. The drive valve group was replaced and tested again. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) valve group was found to have poor performance. There was no patient involvement.